Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. There was a e224 error. The faulty cable unit was most likely the cause of problem experienced. In addition, the rear cover label was fading. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus there was no image while using the 4k autoclavable camera head. The issue was found at reprocessing. No patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. There was no problem when the product was shipped. It was likely the cable unit broke down due to the handling of user at the time of reprocessing, and that e224 occurred, and the images were no longer displayed.